Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer informed ccc that prior to obtaining the discordant results, they encountered a clot check error. The customer performed a monthly maintenance (bleach cleaning) on the integrated multi-sensor technology (imt) sensor. The customer reran the samples and the results were in the expected range for the method. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed a total service visit. The cse discovered that the (imt) pump rate was low. The cse aligned the imt pump three times but the pump rate was consistently low. The cse replaced the imt pump tubing and confirmed that the imt pump rate restored to normal. The cse ran lytes precision testing on five samples and observed a splatter during sampler mix in the imt port. The cse found that the sampler alignment was off. The cse also found that the sampler arm was cracked at the back and the whole sampler was slightly bent outward. The cse replaced the sampler arm. The cse replaced frayed sample conduit. The cse checked sampler ultrasonic voltage, which was normal. The cse realigned all sampler alignments. The cse ran lytes precision testing on five samples for two times, which passed. The cse performed a system check, which passed. The cse performed quality controls, which were within range. The cause of the discordant, falsely low na results on three patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on three patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s). After troubleshooting, the samples were repeated on the original instrument and on an alternate instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results on three patient samples.